Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of distal thoracic aortic aneurysm (to previous site of coarctation repair 36 years ago). The physician intentionally covered the left subclavian artery and left carotid artery and performed a left subclavian-carotid-carotid bypass prior to stent graft placement. It was reported that an angiogram revealed contrast entering the taa a proximal type I endoleak. Per the physician the cause of the proximal type I endoleak was that there was an additional 5mm of coverage that was not obtained with the initial implant of valiant 30x30x150. The physician implanted a valiant 30x30x100 to increase proximal coverage. The proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.